Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical flutter ablation procedure, a cardiac perforation occurred. As transseptal access was being obtained, the pericardium was punctured twice. Fluoroscopy was performed, but no pericardial effusion was noted and the patient remained stable with no treatment necessary. There were no performance issues with any abbott device.